Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging black marks. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Supplemental information #1 7/9/2013:the patient returned the reported meter to lfs for evaluation. Product analysis testing was performed on 6/14/2013 with failing results. The lcd was found to be cracked with black marks. A secondary issue was found in that the meter label print was smeared. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.